Event description:
The facility returned the device for service. During the baxter repair technician reported fail code 570. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.